Manufacturer narrative:
There was no product malfunction found; this was a user issue. The alarm logs provided on this case were reviewed by a philips product support engineer (pse). The pse found that a yellow alarm sounded at 16:44.29 at the ce3144 host. Then seconds later, the alarm was stopped on that ce3144 host at 16:44:36. There was another set of yellow alarms on the ce3144 host that happened on 16:45:19, and then the alarm stopped at 16:45:25.719, six seconds later. At 16:46:05, the telemetry device was offline for bed 8. Then, a blue inop message was seen at 16:46:06 for bed 8, which was acknowledged at 16:50:58. A philips field service engineer informed the customer physician that a patient with pea will normally have a normal ECG rhythm, and this is the reason why the central station didn´t give any alarms. A customer physician stated they need a monitoring system which could detect a pea. The device remains at the customer site. No further investigation is warranted at this time.

Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that no alarms triggered at the philips central station. The device was in use monitoring patients. A patient in ward 3144, room 8 died.